Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient's daughter stated that his father is having issues with his ambicor penile prosthesis (app) after they went to see an urologist. He says that the doctor used the button pump and raised the pressure. Since the part of the implant is not functioning correctly because of its age, the pressure accumulates on the top part of the implant and part of the devise is sticking out causing a lot pain. The patient would like to know how to release the pressure without surgery. Patient services specialist recommended to see a prosthetic urologist and offered edcure.org to assist with finding a prosthetic urologist.